Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, display was dim and discolored, and contamination was found under the button contacts. This report is made based on results of investigation completed on 01/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including a worn button symbols and scratched display lens. Investigation found that the battery compartment was cracked. No damages were found with the returned battery cap and it was able to tighten properly onto the pump. The pump powered up to a dim and discolored verifying screen with appropriate audible and vibratory alerts. The keypad cover was torn while all the keypad buttons responded properly. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts. (B)(6).